Manufacturer narrative:
(B)(4).only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # u5dm75 (B)(4). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a tyvek was returned along with the instrument, and with one ecr60d reload loaded on the device. The reload was received fully fired and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch the found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The test reload was placed and removed with no issues noted during functional testing.  Please reference the instruction for use for more information.

Event description:
It was reported that during a lap colon procedure, it was impossible to reload the device. No patient consequence mentioned